Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the customer's (child) freestyle libre sensor detached prematurely. As caregiver did not have another sensor to apply to customer, customer's blood glucose was unable to be monitored and customer required a 24 hour hospital stay to have glucose levels balanced with treatment of insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 0m0066ct290 was returned and investigated. Performed a visual inspection on the returned sensor and no physical damage was observed on the sensor patch. Observed damage to the sensor ear and damaged guide tabs upon visual inspection of sensor plug. Correct plug seating was not prevented by the damage to the sensor ear and damaged guide tabs. Therefore would not have caused the customers complaint. The sensor adhesive was not returned, therefore adc is unable to further test the returned product. As submitted in the initial report for this issue, the dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the customer's (child) freestyle libre sensor detached prematurely. As the caregiver did not have another sensor to apply to the customer, the customer's blood glucose was unable to be monitored and the customer required a 24-hour hospital stay to have glucose levels balanced with the treatment of insulin. There was no report of death or permanent injury associated with this event.